Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Completion of device evaluation and service pending.

Event description:
The international customer reported the ventilator was alarming due to an occlusion and there was no air flow. The ventilator was not in use therefore there was no patient involvement or harm. Completion of device evaluation and service is pending.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. Unit testing passed.